Event description:
The customer reported the baths of the beckman coulter ac t diff 2 overflowed during start up and a fatal vacuum error and hgb error were displayed on the screen. While troubleshooting with customer technical support (cts), the operator customer found the vic completely full. The drain line was not kinked or obstructed and the waste pump turn on; however the vic rbc wbc baths would not drain and there was dripping from the probe area. On-site service was dispatched. No death or injury is attributed to this event and there was no change to patient treatment. The operator did not run any patient samples therefore patient results were not affected. The user was wearing gloves and glasses at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service representative (fse) flushed the drain system with bleach and replaced the vacuum pump and the hgb lamp. The plt background was high after replacement of vacuum pump and the fse resolved this by replacing the diluent filters. He verified repair per established procedures and results meet published performance specifications. The root cause of the baths overflowing is attributed to failure of the vacuum pump and protein build-up in the drain system. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).